Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 14 mg/dl. Reportedly, the customer delivered a bolus based off of an incorrect reading from the dexcom receiver. Donuts and (B)(6) was consumed to treat low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.